Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17120337m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool marttouch uni-directional navigation catheter and the catheter could not apperceive magnetic signal which is not a reportable event. Device was replaced to complete the procedure without patient consequence. However, on june 18th 2015 the bwi failure analysis lab received the device for evaluation and found that ring #1 is lifted up and sharp with white plastic stuck underneath and sticking out of both ends, ring also has reddish brown material on it and ring has moved out from original position. Besides clear sleeve (pebax) has reddish brown material inside it and does not have any damage. The tip dome and ring one have scratches on them. Additional investigation was performed and it was determined that none of the lab findings were noticed during or after the procedure. This finding is reportable because electrode edges appear to be sharp or rough which may contribute to a serious adverse event during the withdrawal of the catheter. In addition, dislodgement of the foreign material inside the patient poses a risk of embolus.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and the catheter could not apperceive magnetic signal which is not indicative of an MDR reportable event. Device was replaced to complete the procedure without patient consequence. However, on june 18th 2015 the bwi failure analysis lab received the device for evaluation and found that ring #1 is lifted up and sharp with white plastic stuck underneath and sticking out of both ends, ring also has reddish brown material on it and ring has moved out from original position. Besides clear sleeve (pebax) has reddish brown material inside it and it's damage. The tip dome and ring one have scratches on them. This finding is reportable because electrode edges appear to be sharp or rough which may contribute to a serious adverse event during the withdrawal of the catheter. In addition, dislodgement of the foreign material inside the patient poses a risk of embolus. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and it was found the ring #1 is lifted up and was sharp on both sides with white plastic stuck underneath. It was also found that the ring and the pebax had reddish brown material on them and a pin hole was observed on pebax surface near ring#1. Due to the damages observed, a sem analysis was performed. Results show that the external surface of the exhibit evidence of scratches and mechanical damaged. It is possible that an unknown object makes a puncture in the pebax and damaged the ring. For the white particle found under the ring, it was sent to ft-ir analysis for identification. Based on results obtained it can be concluded that foreign material is a plastic composite primarily composed of (B)(4) a material widely used as radio pacifier along medical device industries. The materials found are not used for the catheter manufacturing. The ring and pebax condition were not reported by the customer. Further information received confirmed that damage was not noticed during or after the procedure. The type of damage suggests that the catheter had friction with another device possibly the sheath from distal to proximal causing the rings to be uplifted and damage the pebax. However, it could not be conclusively determined. The catheter outer diameters were measured and it was found within specifications. Catheter was then introduced into an IFU recommended preface sheath and no friction or resistance was observed. Per the reported complaint the catheter was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification the customer cannot be confirmed. An internal corrective action was created to address the damaged pebax on smart touch.